Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge. Subsequently, the usb port partially melted and the pump battery no longer charged. Customer¿s blood glucose level was 99 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.